Manufacturer narrative:
The removed solenoids were returned to the product investigation lab (pil). The technician performed the testing as per document er2249129, part 007, version 00. The technician verified that no alarms or fault related error codes were generated during the standard test bed (stb) operation with the suspect solenoids installed into the gas delivery system (gds). The technician therefore concluded that no problem/fault was found related to the returned suspect solenoids.

Event description:
Philips received a complaint by the medical examiner (me) on the v60 indicating that a 110b "proximal pressure sensor autozero failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with a backup ventilator; there was no reported delay in therapy or medical intervention. The (me) called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error occurred while the device was in use on a patient. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported issue during a test run; however, the pse found that the 110b error code was confirmed in the event log. The pse replaced solenoid valves 3 and 4 for preventive measures, cleaned the device, performed testing, and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.